Event description:
During the atrioventricular nodal reentrant tachycardia procedure, the tip of the catheter appeared to be positioned improperly and was noted to be deformed. After mapping was completed, the catheter was attempted to be withdrawn back into the sheath but became stuck. It was decided to keep the mapping catheter in the sheath and ablation was then performed. After ablation was completed, it was found that the mapping catheter was able to be removed from the sheath. The mapping catheter was replaced, and the procedure was completed with no adverse consequences to the patient. Upon inspection of the mapping catheter, it was noted that the paddle material was shifted. The physician stated there were no abnormalities noted during mapping.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. It was noted that the distal coupler was displaced exposing the nitinol wire frame and the pellethane tubing was wrinkled. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.